Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the impedance anomaly observed in the field. An insulation abrasion was noted at 24.5 cm from the connector pin. The rv cables were exposed and the etfe insulation was abraded open in this area. The damage is due to friction with the ICD can and could cause the anomaly observed in the field.

Event description:
It was reported that during a biotronik ICD replacement procedure, no device based hv therapies were effective in converting the patient. The hv lead impedance was 24 ohms. The physician concluded that the lead had shorted, causing the low impedance, rapid battery depletion, and failed therapies. The lead was explanted and replaced.